Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ophthalmic procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke easily. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual and representative samples received. Actual sample 1: the swage and attachment area of needle were as expected and marks were observed on the body needles. The suture was examined along of strand and no defects were found; however, the ends of the suture were observed cut appears to be by use of a surgical instrument. In addition, the sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Sample 2, the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement.